Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured controller fault flags due to momentary low flow values.

Manufacturer narrative:
Manufacturer's investigation conclusion: log files were submitted for review following the reported event of multiple alarm silence buttons pressed events being observed. The controller event log file contained approximately 9 hours of data (30jun2023 from 0:43:42 to 9:52:45 per the timestamp). Several silence alarm button pressed events were observed from 0:43:42 to 0:47:48; multiple instances of the silence alarm button pressed events were observed while the reported low flow alarms were active. There were no other notable events observed and the pump maintained a speed above the low speed limit throughout the log file. The reported information and the events captured in the log files did not indicate any issues with the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04mar2019. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there were no controller issues noted upon log file analysis. The reason for the silence alarm button being pressed repeatedly was unknown.